Event description:
It was reported that capture could not be confirmed on the right atrial (ra) lead approximately one day post implant. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.